Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during fill 1 of 3 of treatment. The patient was connected during the incident. The fluid leaked from the patient line pin location. There were no alarms or warning prior to or after the leak. The patient was assisted with cancelling treatment. The patient re-setup with all new supplies. Upon follow-up, the patient confirmed the fluid leak event and stated fluid began to leak from the patient line pin during fill 1 of 3 of treatment. The patient stated the pin had not been pushed on or tampered with. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using the cycler after re-setting up with all new supplies on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and is no longer available to return for physical evaluation by the manufacturer.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during fill 1 of 3 of treatment. The patient was connected during the incident. The fluid leaked from the patient line pin location. There were no alarms or warning prior to or after the leak. The patient was assisted with cancelling treatment. The patient re-setup with all new supplies. Upon follow-up, the patient confirmed the fluid leak event and stated fluid began to leak from the patient line pin during fill 1 of 3 of treatment. The patient stated the pin had not been pushed on or tampered with. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using the cycler after re-setting up with all new supplies on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and is no longer available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.